Event description:
It was reported that the patient's atrial lead had no slack upon completion of an x-ray post-implant. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of no slack in atrial lead could not be confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Final analysis found no anomalies with the exception of procedural damage.